Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that implantable neurostimulator (ins) did not help and it made the patient's urinary symptoms worse despite reprogramming. The patient reported that the ins gave her electric shock up her uterus. The patient mentioned having it removed since it's not helping. There were no further complications or anticipations reported with this event.